Event description:
It was reported that a spectrum pump's door shim was missing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing door shim, which was observed during physical inspection. The missing direction of flow label (door shim) was replaced.